Manufacturer narrative:
This report is being submitted as a supplemental report to MFR report# 3007033608-2017-0003. In the additional manufacturer narrative of the original report, it was stated that the luna implant was fully seated. Upon re-evaluation of the fluoroscopy images, it was found that this statement was made in error. The 1-day post-op image shows that the outer markers were not visible, indicating that the middle might not be fully seated. Investigation is on file with (B)(4).

Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Available images of the original procedure were reviewed and revealed that the patient had uneventful placement of a luna implant at the indicated level l5/s1. Based on imaging alone, there are no intra-operative factors that would explain implant disassembly and migration. The luna implant appears slightly posterior, but this factor alone would not cause the failure. Otherwise, the luna implant is properly zipped, is fully seated and is properly locked. Therefore, the root cause of this failure cannot be attributed to intra-operative factors. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Since the implant was not returned, investigation of the device itself could not be performed. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling. It is believed that the root cause of this failure is most likely attributed to the trauma that caused the implant to possibly break and disassembled and then migrate.

Event description:
On february 15, 2017, the company was made aware that a patient that had a fusion surgery with a luna implant at l5/s1, had been assaulted at 10 weeks post-op and incurred physical trauma requiring hospitalization, after which that patient began experiencing severe, unrelenting right leg pain. A CT scan at 13 weeks post-op revealed that the luna 11 mm lordotic implant had disassembled, and the middle had migrated posteriorly into the spinal canal. Since the migration was likely causing the pain, revision surgery was scheduled. Before the traumatic event, the patient had been doing phenomenally well, according to the physician. No additional information was provided.